Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician in training in the use of the perclose proglide device achieved arteriotomy closure of the right femoral artery after a diagnostic procedure. About 4-5 days post procedure, the patient complained of groin pain which was diagnosed as access site abcess with methicillin-resistant staphylococcus aureus (mrsa) post perclose closure and a small femoral artery pseudoaneurysm. Arterial vein patch repair and extensive debridement of infected soft tissue was performed followed by a five day hospitalization and discharge to rehabilitation. There was no reported adverse patient sequela. Though requested, additional information was not provided.